Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The pivot rivet is broken off. The loading unit had damage to the cutting edge of the knife blade. Replication of the pivot rivot disengaging may occur due to poor riveting. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Replication of the secondary damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy. After they opened the product the rivets at the joint head are found to fall off. The surgery was prolonged greater than 30 minutes because they were searching for the rivets. The case was completed using a new product. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.